Manufacturer narrative:
(B)(4). Ecr60w n4lf5f, mfg. Date 4/26/2016 exp. Date 3/31/2019. Additional information requested and received: was the bleeding intraluminal or intra-abdominal? According to the physician, intra-abdominal. Was a blood transfusion performed due to symptoms or low hemoglobin? Yes. Was the patient stabilized with transfusion alone? Yes. What was the preoperative hemoglobin? I was not informed. Was there any staple form issue noted during initial procedure? No. What section of stomach was the blue and white cartridges used? Uninformed. Was there any staple line intervention done during initial surgery? No. Was buttressing material used? No. Was the device difficult to close or fire? No (did not present any problems during use). What is the current patient status? According to the doctor the patient is well.

Event description:
It was reported that a patient who underwent gastroplasty for morbid obesity presented bleeding one day after the procedure. According to the doctor, when he went to visit the patient, he had dizziness and tachycardia. Patient was submitted to exams where the bleeding was verified and the doctor in question subjected him to a blood transfusion (two blood bags were administered). Patient stabilized and was released home, according to the doctor he is well. The speech used by the doctor is that he believes that there was a quality deviation of the loads (blue and white) since the patient presented a post surgical bleed.